Event description:
The patient reported pocket erosion with the sutures becoming exposed. Although there were no obvious signs of infection, antibiotics were prescribed, cultures were obtained (results are unavailable), and an explant was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, off-label use, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, the patient going through an MRI, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, the patient does not have any contraindicating conditions. The commercial team member provided a photo which showed suture spitting, as the sutures were emerging from the receiver site. The neurostimulator was not eroding through the skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to suture spitting. Therefore, the as analyzed code was selected as no problem found (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.